Manufacturer narrative:
Alleged failure: patient had an allergic reaction to the peek anchor. Probable root cause: design: wrong raw material or manufacturing agent selected. In-process cleaning not effective at removing manufacturing residuals. Not enough strict controls placed on raw material source and purity. Process: contamination during process. In-process cleaning not performed to spec. Application: contamination of devices. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that a patient underwent a hip arthroscopy and had an allergic reaction to the peek material used in the anchor.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that a patient underwent a hip arthroscopy and had an allergic reaction to the peek material used in the anchor.